Event description:
Related manufacturer reference number: 1627487-2022-05995. It was reported that the patient experienced ineffective stimulation with their drg system. As a result, the patient underwent a surgical procedure on 14oct2022 during which two leads were explanted and replaced. It unknown which leads contributed to the issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 2 of 3 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8048636.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.